Manufacturer narrative:
The cartridge was discarded and is therefore unavailable for return. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that there were air bubbles in the cartridge. The patient reportedly experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. The air bubble issue reportedly occurred with one cartridge. During troubleshooting, the reporter confirmed that the cartridge and infusion set were secure at the luer lock and cartridge fill technique was found to be appropriate per the instructions for use. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.